Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reported that during the last month he has had "high" morning blood glucose levels due to the insulin pump "that doesn't deliver the correct quantity of insulin." No adverse event reported. The alleged product was requested for evaluation.